Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The patient's contact reported that the cycler generated a patient line is blocked message during the peritoneal dialysis (pd) treatment. The patient got up to clear the alarm and tripped over the patient line. The patient's nose was broken as a result of the fall. The patient immediately disconnected, and then went to the emergency room. A replacement cycler was ordered to resolve the patient line is blocked issue.

Manufacturer narrative:
Corrective data: the 3500a report was to be filed on the cassette tubing. The report on the liberty cycler was sent in error. Clinical investigation: the event of the patient tripping over the patient lines is directly related to the ccpd therapy and the patient attempting to silence the pl blocked alarm on the liberty cycler. The machine itself did not malfunction, however, the lines connected to the patient for the ccpd therapy were the causal event of the tripping resulting in the injury. Device investigation: the cycler was returned to the plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
The patient's contact reported that the cycler generated a patient line is blocked message during the peritoneal dialysis (pd) treatment. The patient got up to clear the alarm and tripped over the patient line. The patient's nose was broken as a result of the fall. The patient immediately disconnected, and then went to the emergency room. A replacement cycler was ordered to resolve the patient line is blocked issue.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
The patient's contact reported that the cycler generated a patient line is blocked message during the peritoneal dialysis (pd) treatment. The patient got up to clear the alarm and tripped over the patient line. The patient's nose was broken as a result of the fall. The patient immediately disconnected, and then went to the emergency room. A replacement cycler was ordered to resolve the patient line is blocked issue.